Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone number: requested, not provided. E3: occupation: lab tech. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band did not look right when they put it on, the green dot did not seem like it was in the right spot. On the floor, they stated there was a leak in the valve and the balloon deflated from 13 to 1 cc. There was no patient bleeding externally, however the patient developed hematoma.